Manufacturer narrative:
Calibration signals were slightly lower than expected. Qc was acceptable. The sample was spun for 4 minutes at 3490 rpm. The type of sample tube was not provided, however, the centrifugation time of 4 minutes is very short and may be shorter than the time recommended by the tube manufacturer. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) noted the instrument was uneven on the table causing an issue with the sample probe. The fse adjusted the instrument on the table and the customer has had no further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was < 0.100 miu/ml with a data flag. Since there was no medical history available for this patient and the reason for her hospitalization was unclear, this result was reported outside of the laboratory. The doctor questioned the result as the patient was in the process of a spontaneous abortion. The sample was repeated with a result of 297.6 miu/ml. The corrected result was reported outside of the laboratory. The hcg+b reagent lot number was 45406000 with an expiration date of 31-may-2021.